Event description:
It was reported that a vertical gas breakthrough occurred on patients left eye. Secondary surgical intervention was performed by performing photorefractive keratectomy (prk). No additional information was provided.

Manufacturer narrative:
Section e1 telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 06/07/2023. Section h6; type of investigation - 10 , section h6; investigation findings - 213, section h6; investigation conclusions - 67. Device evaluation: one (1) patient interface was returned within original packaging, confirming the reported lot number. Dimensional and suction tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.